Event description:
Patient was unable to disconnect blood lines from fistula needles, tried using pliers to disconnect, system clotted and patient lost circuit of blood, no further information was provided, date of incident unknown, no product information.

Manufacturer narrative:
No product code or lot information was available, manufacturer investigated reserved samples from different lot numbers, investigation result attached. Device not returned to manufacturer.

Event description:
Patient was unable to disconnect blood lines from fistula needles, tried using pliers to disconnect, system clotted and patient lost circuit of blood, no further information was provided, date of incident unknown, no product information.

Manufacturer narrative:
Device not returned to manufacturer.